Event description:
It was reported that an iodine sponge separated from the connection shield. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.